Manufacturer narrative:
Fifty five unused samples sealed in the blister package, identifying the reported lot were returned for evaluation along with eight (8) sets, lying loose without packaging. Also one used sample was returned in an open blister package, also identifying the reported lot number. There was evidence of clear fluid inside the tubing. This package was marked "defective" on the outside of the package. The dial was noted to turn more easily on some of the returned sets. However, none were found to "spin around with no resistance" as additionally reported. Varying degrees of resistance were noted when turning the dials. There are no other reports of this nature against the reported lot number. The samples and all available information were sent to the actual manufacturer, leventon, to be evaluated. If any pertinent information becomes available through vendor evaluation, a follow-up report will be filed.

Event description:
As reported by the user facility: customer stated that "the rate flow regulators do not regulate. Usually there is some resistance, but they are all free flowing and we have to regulate with a roller clamp. Not lock in at number to regulate approximately whole box like that, we removed from use". Additional information provided by the facility indicated that the incident was noticed immediately and the patient suffered no adverse sequela associated with the reported event. It has been reported that the "dial just spins around with no resistance". It was also reported due to the fact that the dial is so free, the flow rate could not be properly adjusted.